Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, weight and ethnicity were not provided for reporting. UDI #:(B)(4). Upc #3381370044444, expiration date: na, lot #: 190213. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on february 14, 2019. If information is obtained that was not available for the initial medwatch, an additional follow-up medwatch will be filed as appropriate.

Event description:
A male consumer of unknown age reported an event with bab flexible fabric 1in. The consumer stated he had a pimple and used the product to cover it up on (B)(6) 2021. Consumer reported the area was reddish and sensitive to the touch one day after application, (B)(6) 2021. The consumer sought medical consultation and was told to apply an unknown cream to the site. Consumer is still experiencing symptoms.